Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. Correction to g3 of the initial medwatch. The aware date should be 30-jun-2020. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A review of the service records indicate no service records available for the device. The referenced device was not returned for evaluation, therefore the root cause cannot be conclusively determined. However, the investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The legal manufacturer determined that since the device has been in use for 15 years or more since its delivery, the video connectors failed attributing to no image was potentially cause by prolonged use. Olympus will continue to monitor complaints for this device. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. An investigation has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
During preparation for use, the visera video system reportedly had image distortion due a connector problem. There was no patient injury or harm reported.